Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that on (B)(6) 2016 the patient was admitted with 2 days of melanotic stool and lightheadedness. It was stated that the hematocrit (hct) was down to 21; episode of hypotension with a mean arterial pressure (map) of 50 with syncope. Ventricular assist device (vad) speed decreased to 2520. On (B)(6) 2016 given protonix by mouth (po) twice a day (bid) and octreotide 100 mcg intravenous (IV) three times a day (tid). Doppler 78; pulse 77; respirations 16, and temperature 36.1. On (B)(6) 2016 patient transfused 1 unit of packed red blood cells (prbc) for hemoglobin (hbg) of 7.4. 08.12.16. It was further stated that the patient was discharged and issue resolved on (B)(6) with hct 31, international normalized ratio (inr) of 2.5, a map of 70 with a total of 6 units prbc during hospitalization. Discharge with plan to further evaluation at hospital on (B)(6) 2016. No additional information available.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gi bleeding/av malformations is a potential event that may be associated with use of the product. These are known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The medical team reported this event to by possibly related to the device and patient condition. With review of the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event.  Gi bleeding and avm's are known inherent risks associated with use of the device.  Clinical factors that may have contributed to the reported event include the patient's past history of recurrent gi bleed, the non-pulsatile pump, anticoagulation therapy, and related comorbidities. Though the root cause of the reported event cannot be conclusively determined there are patient, procedural, and pharmacological factors that may have contributed to this event.   The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the clinical study database that this patient was admitted to the hospital for treatment of gastrointestinal (gi) bleed. The patient presented with complaints of mild fatigue and melena. Two days later he was transferred to the cardiac intensive care unit due to decreased hematocrit, hypotension and syncope. The patient was transfused two units of packed red blood cells (prbc's) and vad speeds were decreased to 2520 rpm. Esophagogastroduodenoscopy (egd) and colonoscopy results on (B)(6) 2016 were negative for active bleed but showed concern for gastric antral vascular ectasia (gave) and possible upstream bleeding .the patient was transfused an additional three units of prbc's and was administered oral protonix, intravenous (IV) octreotide. On (B)(6), 2016, capsule study results revealed arteriovenous malformations (avm's )in the proximal small intestine without active bleeding. The patient continued to experience episodes of bright red, blood-tinged stool. The patient was subsequently taken for double balloon enteroscopy with argon beam coagulation for possible small bowel avm's and was transfused one unit prbc's. He was discharged on (B)(6) 2016 with resolution of bleeding.&#842;